Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor. The patient stated that she has been sweating like crazy, constantly going to the bathroom, and peeing like she drank gallons of water. If they lie on their stomach, it felt like someone was stabbing her in her back. Patient stated when she checked her current settings, it looked like stim was off icon for program 2. Patient turned it back on, but it was not regulating her symptoms. When she switches to any of the other programs, she felt stim in her foot and her knees start shaking and foot curling. These symptoms started as patient was feeling off and going more and more, now it's like flooding and 100% worse. Patient stated she walks funny regularly, so she has had leads that have popped out of place. She was worried that was the issue now . The patient stated the reported symptoms were gradual that started about a week ago. The symptoms returning, buzzing in foot and knee and felt zapping and discomfort. Patient stated they won't be able to have the patient seen until (B)(6) 2019 and that is just to establish her as a patient since he moved. Patient stated they wouldn't be able to address any issues until 2nd week in may. Patient stated at this time she was not trying to establish a new managing physician. There were no further symptoms or complications reported or anticipate.